Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2018. It was reported the cause of the motor stalls was unknown. The patient's pump had been programed to the lowest possible setting and the patient was started on oral medications. A pump replacement was planned for (B)(6) 2018. The patient was feeling better at the time of the report, as they were on oral medications. It was indicated the device would be returned to the manufacturer for analysis.

Manufacturer narrative:
Section d information refers to the main component. The other relevant component includes: product ID 8784 lot/serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter; ubd: (B)(6) 2017; UDI# (B)(4).evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. Evaluation of implantable catheter serial number (B)(4) revealed damage to the sutureless connector (sc).: device code c62968 only applies to the catheter. The evaluation codes have been updated. Code-conclusion 24 applies to the pump and code-conclusion 11 applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's pump was explanted on (B)(6) 2018. The rep planned to send the pump back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1200 mcg/ml of clonidine at 424 mcg/day and 20 mg/ml of bupivacaine at 7.066 mg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen upon interrogation. The patient had not recently had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed the motor stall was currently active and indicated there had been multiple motor stalls and motor stall recoveries starting on (B)(6) 2018. The pump stalled on (B)(6) and recovered on (B)(6), the pump stalled again on (B)(6) and recovered on (B)(6) at 5am, and then stalled again on the (B)(6) at 9:14 am. It was reported the patient had experienced stomach flu like symptoms. The symptoms were sudden and began on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.